Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the insulin delivery of the infusion device is inaccurate. The customer experienced hyperglycemia of 25 mmol/l as a result, but she did not require medical assistance. There was no information to suggest the insulin was not delivered, and the bolus data confirmed that the boluses were delivered. No adverse event was reported. The alleged product was requested for evaluation.